Event description:
Same case as MFR#: 2134265-2011-03998. This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, a 2.5x16mm promus element stent was unable to cross the lesion. The 98% stenosed lesion being treated was located in the severely tortuous, severely calcified left anterior descending artery (lad). The lesion was predilated with a 1.5x20mm maverick balloon. The physician attempted to place the 2.5x16mm promus element stent, but was unable to cross the lesion. Following this attempt a 2.5x12mm promus element stent was tried but was unable to cross the lesion. The procedure was not completed 'due to another reason'. No patient complications were reported and the patient's status is stable. However, the product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with stent damage. Struts at the proximal end of the stent were raised as if the balloon had been partially inflated. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the system. Solidified contrast media was present within the lumen, therefore indicating the device had been prepped for use. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).